Event description:
A report was received of a burning pain at the pocket site when the stimulator is turned on. The physician believes the pt may have hypersensitivity at the pocket site. Pt is going to be reprogrammed to see if that will alleviate the pain.